Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok button was found to be intermittently responding to presses and was difficult to press. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the pump failed the in house leak test; the pump was found to be leaking from the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that he has to press the ok button several times in order to activate a response.